Manufacturer narrative:
The device was received by the resmed technical service center in (B)(6)and an evaluation was performed. The evaluation determined that the system faults 74 and 218 were both not reproducible during in-house testing and the device functioned within specifications. There was no fault found with the returned device. The device was serviced and returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4)

Event description:
It was reported by resmed (B)(6) that during servicing of the astral device, system faults 74 and 218 were observed in the device log. The device was not in use when the fault occurred therefore there was no patient involvement.